Manufacturer narrative:
(B)(4)

Event description:
During index procedure the patient had two resolute integrity drug-eluting implanted to the svg of cx. It is reported that during the procedure a perforation occurred. The patient was treated with a covered stent. Investigator indicated that the reported event was not related to the study device.